Event description:
Surgical procedure performed due to infection. The knee was irrigated and the poly exchanged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.